Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratch on screen makes it harder to read, takes longer to rewind and buttons harder to push. The insulin pump had backlight diminished, battery lasted less than a week, rejected new battery multiple times, unexplained no delivery alarms, squirts out insulin during priming, noisy during rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.